Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Lump/nodule: unable to observe as it is a medical event not related to the device. Nipple discharge: unable to observe as it is a medical event not related to the device. Infection: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left infection and capsular contracture baker grade iii s/p unspecified reoperation with device remaining implanted. Patient later reported left "lump or thickening in or near the breast or in the underarm area" and capsular contracture baker grade unknown. Patient later reported left capsular contracture baker grade iii and nipple discharge. Healthcare professional has later reported left "replacement due to patients concern with the product" and "infection, capsular contracture IV, lump/nodule". The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/24/2011 continued h.6. Health effect - impact code: f1905. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, infection, and lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, anxiety/product concern. Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 110057 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of feb/2021 through jan/2023, was noted an outlier in mar/2021. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that a primary packaging operator was involved in more than one occasion, however the person was trained in the corresponding procedure. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported left infection and capsular contracture baker grade iii s/p unspecified reoperation with device remaining implanted. Patient later reported left "lump or thickening in or near the breast or in the underarm area" and capsular contracture baker grade unknown. Patient later reported left capsular contracture baker grade iii and nipple discharge. Healthcare professional has later reported left "replacement due to patients concern with the product" and "infection, capsular contracture IV, lump/nodule". The device has been explanted and replaced.